Event description:
A report was received that the patient could not link the ipg and charger. The physician suspected that the ipg may be too deep. The patient underwent a revision procedure and was doing well post-operatively.